Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients programmer was working intermittently and that their stimulation amplitude would increase on its own. The caller did state that the adaptive stimulation feature was always on, and they were aware of how to use their device. The patient explained that they had always been doing the same thing, and nothing had been different leading to the programmer working intermittently and the amplitude increasing on its own. This was not an out of box failure, and no patient symptoms were reported to have occurred. The patient received a new programmer and they indicated that when they received it they had set "every different position" and would remember them. The patient lastly noted that the new device was working fine and the intermittent function of the programmer and increasing amplitude issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.